Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to fill a cartridge. Customer declined to provide any further details. Customers blood glucose was 120 mg/dl. Reportable a cartridge change was performed resolving the issue.